Event description:
It was reported, that prior to an unknown surgery, the formed clips kept falling out of the jaws. A new device was used to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial # = na.